Event description:
Airtight packaging incomplete.

Manufacturer narrative:
Device evaluation: customer report was confirmed. Rec'd (1) single dpt kit in partially sealed package. A section, approximately 10cm, of the seal was open. Adhesive was visible on entire seal area of the plastic pouch. It appeared the adhesive was completely transferred from tyvek lid to the plastic pouch. The tyvek was peeled into sealed area for further examination. No difference was noticed between open section adjacent seal areas.